Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with corneal abrasion in left eye. It was reported that patient hit his left eye with metal foreign body. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva) in left eye. The patient complained of red, puffy and tearing eye. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 1.50 x -1.00 x 105, left eye pre-op 20/20 2.25 x -.50 x 90. Bcva from (B)(6) 2016: right eye 20/15, left eye 20/70. Bcva from (B)(6) 2016: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/30 -2.25 x -.50 x 124. Account reported patient is monovision j7.